Event description:
It was reported the patient is experiencing soreness at the ipg site. It was also reported the patient met with the physician and it was determined the ipg is superficial. Surgical intervention is planned to address the report issue.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.